Event description:
It was reported a patient experienced and was hospitalized for a heart attack coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the heart attack was unknown. The pdrn reported that automated peritoneal dialysis (apd) therapy with hc was ongoing; however, the patient was not connected to the device at the time of heart attack. The patient continued pd therapy during hospital admission using unknown pd device. Eleven days after admission, the patient was discharged from the hospital and transferred to a rehabilitation facility. The following day, pd therapy was placed on hold due to the rehab facility could not accommodate pd therapy and hemodialysis was started. Nineteen days later, the patient resumed continuous ambulatory peritoneal dialysis (capd). The pdrn reported that she was not aware of any high drain volume alarms or overfill events prior to hospitalization. At the time of this report, the patient was recovering from the heart attack event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.